Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture'), device dislocation ('assure implant coils protruding from the left posterior uterine fundus and embedded in omentum'), uterine perforation ('perforation (uterus)'), fallopian tube perforation ('fallopian tube perforation') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 40-year-old female patient who had essure (batch no. 12245666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation". The patient's medical history included avascular necrosis, chest pain, shoulder pain, abdominal pain, nausea, emesis, acute pancreatitis, lobar pneumonia, gastritis, myocardial infarction, epigastric pain, hypertension, tightness in chest, abdominal crampy pains, amylase increased, lipase increased, pelvic inflammatory disease (pelvic inflammatory disease in 1984.), petit mal convulsion (in january 1998), cerebellar stroke (in november 2002), transient ischemic attack (in march 2003), hypothyroidism, hypertension, seizures (in 1998), vomiting, appendectomy (in 1982), tonsillectomy & adenoidectomy (in 1984.), explorative laparotomy (in 1985), ectopic pregnancy (in 1985.), laparoscopy (in 1987), cesarean section (july 1998), laparoscopy (for aspiration of left ovarian cyst and lysis of adhesions april 1992.), uterine dilation and curettage (in 1995), drug allergy, urinary tract infection, right lower quadrant pain, depressive disorder, gastroesophageal reflux disease, neck pain, pain in arm, motor vehicle accident, myocardial infarction, dyspnea, muscle weakness lower limb, muscle weakness upper limb, numbness, tingling, flashing lights and anxiety. Concurrent conditions included drug allergy, swelling of face, swelling of tongue, swelling of hands, sulfonamide allergy and sulfonamide allergy. Concomitant products included fluoxetine hydrochloride (prozac) since 1990, trazodone since 1990 and venlafaxine hydrochloride (effexor) since 1990 for depression, omeprazole since (B)(6) 2004 for gastritis, clonidine since 1987, enalapril since 1987, glyceryl trinitrate (nitroglycerin) since 1987, hydrochlorothiazide;losartan potassium (hyzaar) since 1987, metoprolol since 1987 and propranolol hydrochloride (inderal) since 1987 for hypertension, levothyroxine sodium (synthroid) since 1983 for hypothyroidism as well as acetylsalicylic acid (aspirin) since 2000 to december 2009, clopidogrel bisulfate (plavix) since 2000 to december 2009, furosemide (lasix) from march 2004 to january 2012, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, norethisterone (mini-pill) since 1990 to april 2004, oxycodone hydrochloride;paracetamol (percocet) and potassium from march 2004 to december 2012. On (B)(6) 2004, the patient had essure inserted. In march 2004, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain pelvic"), anxiety ("psychological or psychiatric problems condition:mental anguish/anxiety"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant) and abdominal adhesions ("abdominal adhesions"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (essure device remove on (B)(6) 2004 and endometrial ablation on (B)(6) 2004). Essure was removed on (B)(6) 2004. At the time of the report, the device breakage outcome was unknown, the device dislocation, uterine perforation, menorrhagia, anxiety, depression, vaginal haemorrhage, headache, migraine, fatigue and abdominal adhesions had not resolved and the pelvic pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal adhesions, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the essure spring portion, which measured 0.2 x 3 cm, was removed, however, a portion of the device was still remaining. The implant was then placed into the right tubal ostia and similarly, five trailing coils were noted in the left side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram thorax - on (B)(6) 2004: a subtle 2 cm patch of infiltrate in the lateral left upper lobe. No additional abnormality is seen. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Oesophagogastroduodenoscopy - on (B)(6) 2004: mild gastritis and rule out barrett's esophagus at the gastroesophageal junction by. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, depression, cramping, vaginal bleeding, endometrial ablation, headache". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: pfs received. New events- breakage and fallopian tubes perforation were added. Outcome of the events pertaining to pain was updated to recovered/resolved. Previously reported event of she did not undergo confirmation test deleted. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('assure implant coils protruding from the left posterior uterine fundus and embedded in omentum'), uterine perforation ('perforation (uterus)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 40-year-old female patient who had essure (batch no. 12245666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and medical device monitoring error "endometrial ablation". The patient's medical history included avascular necrosis, chest pain, shoulder pain, abdominal pain, nausea, emesis, acute pancreatitis, lobar pneumonia, gastritis, myocardial infarction, epigastric pain, hypertension, tightness in chest, abdominal crampy pains, amylase increased, lipase increased, pelvic inflammatory disease (pelvic inflammatory disease in 1984.), petit mal convulsion (in january 1998), cerebellar stroke (in november 2002), transient ischemic attack (in march 2003), hypothyroidism, hypertension, seizures (in 1998), vomiting, appendectomy (in 1982), tonsillectomy & adenoidectomy (in 1984.), explorative laparotomy (in 1985), ectopic pregnancy (in 1985.), laparoscopy (in 1987), cesarean section (july 1998), laparoscopy (for aspiration of left ovarian cyst and lysis of adhesions april 1992.), uterine dilation and curettage (in 1995), drug allergy, urinary tract infection, right lower quadrant pain, depressive disorder, gastroesophageal reflux disease, neck pain, pain in arm, motor vehicle accident, myocardial infarction, dyspnea, muscle weakness lower limb, muscle weakness upper limb, numbness, tingling and flashing lights. Concurrent conditions included drug allergy, swelling of face, swelling of tongue, swelling of hands, sulfonamide allergy and sulfonamide allergy. Concomitant products included fluoxetine hydrochloride (prozac) since 1990, trazodone since 1990 and venlafaxine hydrochloride (effexor) since 1990 for depression, omeprazole since (B)(6) 2004 for gastritis, clonidine since 1987, enalapril since 1987, glyceryl trinitrate (nitroglycerin) since 1987, hydrochlorothiazide;losartan potassium (hyzaar) since 1987, metoprolol since 1987 and propranolol hydrochloride (inderal) since 1987 for hypertension, levothyroxine sodium (synthroid) since 1983 for hypothyroidism as well as acetylsalicylic acid (aspirin) since 2000 to december 2009, clopidogrel bisulfate (plavix) since 2000 to december 2009, furosemide (lasix) from march 2004 to january 2012, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, norethisterone (mini-pill) since 1990 to april 2004, oxycodone;paracetamol and potassium from march 2004 to december 2012. On (B)(6) 2004, the patient had essure inserted. In march 2004, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain pelvic"), headache ("headaches"), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:mental anguish"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal adhesions ("abdominal adhesions"). The patient was treated with surgery (essure device remove on (B)(6) 2004 and endometrial ablation on (B)(6) 2004). Essure was removed on (B)(6) 2004. At the time of the report, the device dislocation, uterine perforation, menorrhagia, pelvic pain, anxiety, depression, vaginal haemorrhage, headache, migraine, fatigue, dyspareunia, dysmenorrhoea and abdominal adhesions had not resolved. The reporter considered abdominal adhesions, anxiety, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the essure spring portion, which measured 0.2 x 3 cm, was removed, however, a portion of the device was still remaining. The implant was then placed into the right tubal ostia and similarly, five trailing coils were noted in the left side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram thorax - on (B)(6) 2004: a subtle 2 cm patch of infiltrate in the lateral left upper lobe. No additional abnormality is seen. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Oesophagogastroduodenoscopy - on (B)(6) 2004: mild gastritis and rule out barrett's esophagus at the gastroesophageal junction by. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, depression, cramping, vaginal bleeding, endometrial ablation, headache". Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('fracture'), device dislocation ('assure implant coils protruding from the left posterior uterine fundus and embedded in omentum'), uterine perforation ('perforation (uterus)'), fallopian tube perforation ('fallopian tube perforation') and menorrhagia ('abnormal bleeding (menorrhagia)') in a 40-year-old female patient who had essure (batch no. 12245666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation". The patient's medical history included avascular necrosis, chest pain, shoulder pain, abdominal pain, nausea, emesis, acute pancreatitis, lobar pneumonia, gastritis, myocardial infarction, epigastric pain, hypertension, tightness in chest, abdominal crampy pains, amylase increased, lipase increased, pelvic inflammatory disease (pelvic inflammatory disease in 1984.), petit mal convulsion (in (B)(6) 1998), cerebellar stroke (in (B)(6) 2002), transient ischemic attack (in (B)(6) 2003), hypothyroidism, hypertension, seizures (in 1998), vomiting, appendectomy (in 1982), tonsillectomy & adenoidectomy (in 1984.), explorative laparotomy (in 1985), ectopic pregnancy (in 1985.), laparoscopy (in 1987), cesarean section (july 1998), laparoscopy (for aspiration of left ovarian cyst and lysis of adhesions april 1992.), uterine dilation and curettage (in 1995), drug allergy, urinary tract infection, right lower quadrant pain, depressive disorder, gastroesophageal reflux disease, neck pain, pain in arm, motor vehicle accident, myocardial infarction, dyspnea, muscle weakness lower limb, muscle weakness upper limb, numbness, tingling, flashing lights and anxiety. Concurrent conditions included drug allergy, swelling of face, swelling of tongue, swelling of hands, sulfonamide allergy and sulfonamide allergy. Concomitant products included fluoxetine hydrochloride (prozac) since 1990, trazodone since 1990 and venlafaxine hydrochloride (effexor) since 1990 for depression, omeprazole since (B)(6) 2004 for gastritis, clonidine since 1987, enalapril since 1987, glyceryl trinitrate (nitroglycerin) since 1987, hydrochlorothiazide;losartan potassium (hyzaar) since 1987, metoprolol since 1987 and propranolol hydrochloride (inderal) since 1987 for hypertension, levothyroxine sodium (synthroid) since 1983 for hypothyroidism as well as acetylsalicylic acid (aspirin) since 2000 to(B)(6) 2009, clopidogrel bisulfate (plavix) since 2000 to december 2009, furosemide (lasix) from (B)(6) 2004 to (B)(6) 2012, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, norethisterone (mini-pill) since 1990 to (B)(6) 2004, oxycodone hydrochloride;paracetamol (percocet) and potassium from march 2004 to (B)(6) 2012. On (B)(6) 2004, the patient had essure inserted. In (B)(6) 2004, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain pelvic"), anxiety ("psychological or psychiatric problems condition:mental anguish/anxiety"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), headache ("headaches"), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant) and abdominal adhesions ("abdominal adhesions"). The patient was treated with nsaids, paracetamol (acetaminophen) and surgery (essure device remove on (B)(6) 2004 and endometrial ablation on mar-2004). Essure was removed on (B)(6) 2004. At the time of the report, the device breakage outcome was unknown, the device dislocation, uterine perforation, menorrhagia, anxiety, depression, vaginal haemorrhage, headache, migraine, fatigue and abdominal adhesions had not resolved and the pelvic pain, dyspareunia and dysmenorrhoea had resolved. The reporter considered abdominal adhesions, anxiety, depression, device breakage, device dislocation, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the essure spring portion, which measured 0.2 x 3 cm, was removed, however, a portion of the device was still remaining. The implant was then placed into the right tubal ostia and similarly, five trailing coils were noted in the left side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram thorax - on (B)(6) 2004: a subtle 2 cm patch of infiltrate in the lateral left upper lobe. No additional abnormality is seen. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Oesophagogastroduodenoscopy - on (B)(6) 2004: mild gastritis and rule out barrett's esophagus at the gastroesophageal junction by. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, depression, cramping, vaginal bleeding, endometrial ablation, headache". Lot number:12245666 manufacturing date:2003/12 expiration date:2004/09. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 6-jul-2020: quality-safety evaluation of ptc. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('assure implant coils protruding from the left posterior uterine fundus and embedded in omentum'), uterine perforation ('perforation (uterus)') and menorrhagia ('abnormal bleeding (menorrhagia)') in a (B)(6) female patient who had essure (batch no. 12245666) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo confirmation test" and medical device monitoring error "endometrial ablation". The patient's medical history included avascular necrosis, chest pain, shoulder pain, abdominal pain, nausea, emesis, acute pancreatitis, lobar pneumonia, gastritis, myocardial infarction, epigastric pain, hypertension, tightness in chest, abdominal crampy pains, amylase increased, lipase increased, pelvic inflammatory disease (pelvic inflammatory disease in 1984.), petit mal convulsion (in (B)(6) 1998), cerebellar stroke (in (B)(6) 2002), transient ischemic attack (in (B)(6) 2003), hypothyroidism, hypertension, seizures (in 1998), vomiting, appendectomy (in 1982), tonsillectomy & adenoidectomy (in 1984.), explorative laparotomy (in 1985), ectopic pregnancy (in 1985.), laparoscopy (in 1987), cesarean section ((B)(6) 1998), laparoscopy (for aspiration of left ovarian cyst and lysis of adhesions (B)(6) 1992.), uterine dilation and curettage (in 1995), drug allergy, urinary tract infection, right lower quadrant pain, depressive disorder, gastroesophageal reflux disease, neck pain, pain in arm, motor vehicle accident, myocardial infarction, dyspnea, muscle weakness lower limb, muscle weakness upper limb, numbness, tingling and flashing lights. Concurrent conditions included drug allergy, swelling of face, swelling of tongue, swelling of hands, sulfonamide allergy and sulfonamide allergy. Concomitant products included fluoxetine hydrochloride (prozac) since 1990, trazodone since 1990 and venlafaxine hydrochloride (effexor) since 1990 for depression, omeprazole since (B)(6) 2004 for gastritis, clonidine since 1987, enalapril since 1987, glyceryl trinitrate (nitroglycerin) since 1987, hydrochlorothiazide;losartan potassium (hyzaar) since 1987, metoprolol since 1987 and propranolol hydrochloride (inderal) since 1987 for hypertension, levothyroxine sodium (synthroid) since 1983 for hypothyroidism as well as acetylsalicylic acid (aspirin) since 2000 to (B)(6) 2009, clopidogrel bisulfate (plavix) since 2000 to (B)(6) 2009, furosemide (lasix) from (B)(6) 2004 to (B)(6) 2012, hydrocodone bitartrate;paracetamol (vicodin), ibuprofen, norethisterone (mini-pill) since 1990 to (B)(6) 2004, oxycodone hydrochloride;paracetamol (percocet) and potassium bicarbonate; potassium bitartrate (potassium) from (B)(6) 2004 to (B)(6) 2012. On (B)(6) 2004, the patient had essure inserted. In (B)(6) 2004, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), pelvic pain ("physical pain/ pain pelvic"), headache ("headaches"), migraine ("migraines"), fatigue ("fatigue"), dyspareunia ("dyspareunia (painful sexual intercourse)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), anxiety ("psychological or psychiatric problems condition:mental anguish"), depression ("psychological or psychiatric problems condition:depression"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and abdominal adhesions ("abdominal adhesions"). The patient was treated with surgery (essure device remove on (B)(6) 2004 and endometrial ablation on (B)(6) 2004). Essure was removed on (B)(6) 2004. At the time of the report, the embedded device, uterine perforation, menorrhagia, pelvic pain, anxiety, depression, vaginal haemorrhage, headache, migraine, fatigue, dyspareunia, dysmenorrhoea and abdominal adhesions had not resolved. The reporter considered abdominal adhesions, anxiety, depression, dysmenorrhoea, dyspareunia, embedded device, fatigue, headache, menorrhagia, migraine, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: the essure spring portion, which measured 0.2 x 3 cm, was removed, however, a portion of the device was still remaining. The implant was then placed into the right tubal ostia and similarly, five trailing coils were noted in the left side. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram thorax - on (B)(6) 2004: a subtle 2 cm patch of infiltrate in the lateral left upper lobe. No additional abnormality is seen. Hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Oesophagogastroduodenoscopy - on (B)(6) 2004: mild gastritis and rule out barrett's esophagus at the gastroesophageal junction by. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: menorrhagia, pelvic pain, depression, cramping, vaginal bleeding, endometrial ablation, headache". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-jun-2019: plaintiff fact sheet and medical record was received. Lot number were added. Events added from pfs-"depression,mental anguish,abnormal bleeding (vaginal),abnormal bleeding (menorrhagia), perforation (uterus),migraines, headaches, fatigue, dyspareunia (painful sexual intercourse), dysmenorrhea (cramping), abdominal adhesions, she did not undergo confirmation test. And event added from medical record-"endometrial ablation, uterine fundus and embedded in omentum". Reporter information, medical history, concomitant drug, lab data, event onset date, events outcome, essure insertion and removal date were added. Device category changed from device other event to incident. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.